Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit did not boot-up, however analysis was unable to reproduce the error reported by the customer. At first boot attempt, the device got stuck on the company logo screen and also generated an error, therefore the software was replaced. Analysis further noted that the hard drive health was at 99%, had two reallocation errors, and was noisy. To resolve, the hard drive was replaced, reimaged, and the software was reloaded. The micro processing unit was replaced as a preventive measure due to the customer comment of the error generated at boot-up. It was noted that the system and power supply fans were noisy and were replaced, and that the bezel was cracked, however as this does not affect device operation the overlay/bezel assembly was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer did not boot up and generated an error code. The programmer was returned for service. There was no patient involvement.